Event description:
An alarm 2 was followed by an alarm 26, indicating an occlusion issue, which caused the customer's blood glucose to exceed 500 mg/dl, and the cgm displayed "high." In response, the customer administered a correction bolus via the pump and did not require third-party assistance. Tandem technical support instructed the customer to disconnect from the site, load a new, empty cartridge onto the pump, and administer a 9-unit bolus, which was completed successfully. As a resolution, it was decided to provide a one-time pump replacement. Customer continued to use the pump for insulin therapy.